Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 3.00 x 24mm synergy ii drug-eluting stent was selected for use. However, after taking out the package, it was found that the steel beam of the stent had expanded and could not be used. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that it was noted that the stent structs were already lifted up.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 3.00 x 24mm synergy ii drug-eluting stent was selected for use. However, after taking out the package, it was found that the steel beam of the stent had expanded and could not be used. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A 3.00 x 24mm synergy ii drug-eluting stent was selected for use. However, after taking out the package, it was found that the steel beam of the stent had expanded and could not be used. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that it was noted that the stent structs were already lifted up.